Manufacturer narrative:
Both lot numbers were provided and lot history reviews were performed. Both devices were also returned for evaluation. A kink and peeled pebax was observed in one device. Peeled pebax was observed in the other device. A root cause has not been determined. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq7584 conquest pta balloon dilatation catheters allegedly unravelled. The event did involve the patient but there was no impact or consequence to the patient. The patient¿s sex, age, and weight were not provided.

Manufacturer narrative:
For the reported event, the device was returned to bd and is being evaluated. The company is still investigating the issue at this time. Results are not yet available.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cq7584 conquest pta balloon dilatation catheter experienced unravelling. The event did involve the patient but there was no impact or consequence to the patient. The patient¿s sex, age, and weight were not provided. The cq7584 conquest pta balloon dilatation catheter was returned to the manufacturer and is undergoing evaluation. The results are not available at this time.